Event description:
It was reported that during a follow-up visit, the patient notifier was tested multiple times. No vibration was noted during the testing. A poor connection with the programmer was suspected. No further information is available at this time.